Manufacturer narrative:
Product ID 3093-28 lot# va044hd.

Event description:
The patient never experienced therapeutic effect and had a loss of bladder control. She was still wearing a lot pads. She did not feel stimulation on one program when the amp was 1.5 but at 2.0 her back began to hurt. The left side hurts badly and has trouble 'moving, turning or sitting.' She fell recently and may have a pinched nerve. She was scheduled for a 'bladder lift' on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
Concomitant product: neu_unknown_lead, product type lead. (B)(4).